Event description:
Additional information was received from a patient. It was reported the patient had received a patient letter; the circumstances which led to the lack of symptom control was that the patient's bladder had been in the process of falling, and now it had completely fallen, which had nothing to do with the device or therapy. The healthcare provider (hcp) did reprogram it and usually it worked fine, but this time the bladder had started to fall. The hcp reprogrammed it and then the bladder finished falling. They were still working on how they were going to resolve the problem, and the patient didn't know if they had to have surgery to fix the fallen bladder.

Event description:
The consumer reported that symptoms were not under control. Reprogramming was done and a second implantable neurostimulator (ins) wa s placed. There was no fall or trauma related to this issue. The patient got no effect from troubleshooting/ intervention. She planned to get a 2nd opinion as her current doctor only saw her once a month and did not want her making adjustments on her own. There was a sudden change in therapy/ symptoms. The patient was leaking stool, had no bladder control, had minute stim sensation on the left to none at all but she could feel it on the right. When the left ins was increased, it was too intense. The 2nd ins was placed to work in tandem with the 1st as the doctor thought it would make up for what the right sided one was not doing. The implant in 2014 worked for a few months after implant then completely reverted. Additional information from the consumer reported that she wanted an increase in stimulation. She felt stim and therapy was on. The right side was on program 2 at 1.2v and it was increased to 1.4v and the left side was on program 1 at 1v and it was increased to 1.2v. Stim was felt in the correct location. It was noted that when stim was increased the week prior to report, the patient's bowel was helped since then but it made her bladder a lot worse. Further information indicated that the patient wanted to know what the differences in programs were and how much to increase when making changes. It was later noted that patient followed up with her neurologist and things were slowly but sure coming under control. Medical history indicated that a fall in 2012 led to the bladder and bowel issues. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated they were unsure of the need for the CT scan and endoscopy since another hcp conducted them. When the patient was transferred to this hcp, it was noted that the patient had suboptimal incontinence control despite using two interstim devices. Reprogramming and symptom evaluation has been continued as a form of troubleshooting. The hcp turned off one of the device since the leads are parallel to each other. The patient was scheduled every 2-3 weeks for program adjustments and follow ups to evaluation urinary system function.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that one of the patient¿s devices is affecting their right side/bladder ins, and they are having urinary issues. It was noted that impedances had been checked for both left and right ins¿ and all were found to be normal. Programming changes were recently made to the right side ins, but the details of these changes were unknown. A fall was reported, but the date was unknown and the relationship to the ins issue was unknown. It was also noted that the patient had recently had a CT scan and endoscopy, and that these were not believed to be related to the issue with the right side ins. It was noted that the left side/bowel ins was working very well.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.